Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet, including a documented nadir of 41 mg/dl and prolonged hypoglycemia for several hours; alerts for low and urgent low were received, the user self-treated with five glucose tablets, and no medical assistance or hospitalization occurred. Symptoms included body aches associated with hypoglycemia. Outcomes included restoration of glucose levels with oral carbohydrate and subsequent stability after consultation with the trainer, with possible settings adjustments and contingency for a factory reset. Investigation included customer support review, low blood glucose questionnaire, education on use, and follow-up to ensure contact with the trainer for settings evaluation. Investigation of this case revealed no device malfunction reported, with the event attributed to hypoglycemia of unclear cause following recent illness and managed through user education and potential settings optimization. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.